Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 04/16/2021. The device evaluation was completed on 4/19/2021. The product was returned to the biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense websters quality process all devices are manufactured, inspected, and released to approved specifications. However, an internal corrective action has been opened to investigate the subsequent investigations related with this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: always insert a dilator straight into the center of the sheaths valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo" 8.5f bi-directional guiding sheath medium and a hemostatic valve separation issue occurred. When inserting the vizigo sheath into the body, after removing wire and dilator, physician noticed bleed back and that the hemostatic valve appeared to be broken. Exchanged for new sheath and issue was resolved. Additional information: the hemostatic valve was broken. The hemostasis valve (gasket) did not break into two or more separate pieces and the hemostatic valve did not detached from the sheath. The sheath was being used on the patient and air did not enter the patients body. The issue did not require percutaneous, surgical removal or medical intervention. Blood return was observed, hemodynamics was not compromised due to bleeding, the approximate volume of blood that was lost was minimal. The event was assessed as a MDR reportable hemostatic valve separation issue.